Manufacturer narrative:
Device evaluation: one smiths medical cadd cassette reservoir was returned for analysis without its original packaging and in a used condition. Visual inspection was performed under normal conditions of illumination and found that the pump tube was not centered below the arch. During analysis, the sample was connected to the cadd legacy to look for unusual functions and the returned sample could not be tested as "no disposable pump won't run" alarm was activated. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.

Event description:
Information was received indicating that a smiths cadd® medication cassette alarmed without displaying a message. There was no reported serious injury to the patient.

Manufacturer narrative:
Additional information was received that the medication being infused at the time of the event was flolan (epoprostenol sodium).